Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient event of myocardial infarction (mi) and subsequent hospitalization with stent placement. However, there is no documentation showing a causal relationship between the event and the liberty cycler. Additionally, there is no allegation of a machine malfunction or deficiency related to this event. It is unknown if the patient had cardiac comorbidities that could have caused or contributed to the event. Based on the available information it is unknown what caused the mi to occur, but dialysis patients are at high risk for cardiac disease and mortality.

Event description:
On (B)(6) 2018 the contact for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to inquire how to remove the cassette from the fresenius liberty cycler. The patient had an unspecified emergency and needed to disconnect in order to go to the emergency room. Additional information was obtained through follow up on (B)(6) 2018 with the peritoneal dialysis registered nurse (pdrn). Initially the pdrn reported the patient was admitted with unspecified cardiac issues and required stent placement. Further clarification from the pdrn documented that the patient endured a myocardial infarction. The patient continued pd therapy during hospitalization). No other hospital course is known. The patient was discharged at an unspecified date. Additional information was requested, but was not provided.